Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer had two defective sensors. One sensor was severely bent and the other had a missing cannula. Customer's blood glucose was unknown. Customer was advised that sensor would be replaced.